Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with ilet and bgm indicating low glucose and a confirmatory fingerstick of 70 mg/dl; glucose trended downward for approximately two hours, and the user later reported that she had been disconnected during the fill tubing process earlier in the day while the system had been delivering insulin in response to elevated glucose. Symptoms included lightheadedness and sweating. Outcomes included successful correction of hypoglycemia with oral carbohydrates (soda, candy, chips, sandwich), without the need for outside assistance or medical intervention, and recovery of glucose to over 80 mg/dl after treatment. Investigation included review of the user¿s report and device use, confirmation of disconnection during fill tubing, review of recent meal announcement behavior, and provision of additional training. Investigation of this case revealed user-related factors, including disconnection during fill tubing and a recent meal announcement, in the context of automated insulin delivery to address earlier hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.